Event description:
An account reported that the brakes on this stretcher would not hold. The account reported there were no injuries.

Manufacturer narrative:
The brakes not holding/working could lead to unintentional movement of the stretcher which has the potential to cause serious injury. The technician replaced the casters in order to resolve the problem.